Event description:
It was reported that the ilet displayed a dosing stopped alert after the system¿s sensor continuous glucose monitor (cgm) page had been set to dexcom g6 while the user was actually using freestyle libre 3 plus, which led the ilet to stop automated dosing until the cgm source was corrected and the sensor restarted. Blood glucose was 254 mg/dl at the time of the call and later 211 mg/dl, and the issue was attributed to an incorrect setup/use procedure rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user not comprehending that the ilet had stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.